Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre universal drainage catheter. During the procedure, the sure-lok tm thread was broken, which caused a surgical delay. The procedure was completed using another device. There was no reported patient injury.